Event description:
The customer reported an alarm and the system not producing fluoroscopic x-ray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power path to the camera was cleaned and reseated. The system is now operating as intended.